Manufacturer narrative:
(B)(4) fiber connector overheats. (B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis versapulse 100w console with 1j x 20hz settings. According to the complainant, during the procedure, the fiber connector was overheating when the laser fiber was fired. The energy output of the laser fiber was also noted to be low. The blast shield was damaged. The procedure was completed with another flexiva 200 tractip laser fiber and a new blast shield. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed the pattern on the tip face was consistent with normal degradation. There were no signs of damage to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam was bright, clear and scattered with an effective transmission of 63.5%. Since the reported event that the blast shield was damaged and the returned flexiva laser fiber showed no evidence that would cause the alleged event; therefore the reported complaint could not be confirmed. The most probable root cause for this complaint event is caused by other as it is likely there was an issue with the complainant console that led to low fiber energy transmission and overheated connector. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis versapulse 100w console with 1j x 20hz settings. According to the complainant, during the procedure, the fiber connector was overheating when the laser fiber was fired. The energy output of the laser fiber was also noted to be low. The blast shield was damaged. The procedure was completed with another flexiva 200 tractip laser fiber and a new blast shield. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.